Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2010, a (B)(6) female pt's son reported that the pt passed away at home while wearing the lifevest and this lifevest 'went off ten minutes after she passed away and never gave a warning or a signal".

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) could not be completed. The monitor and electrode belt have not been returned for evaluation. There also have been no date downloads since the patient's fitting on (B)(6) 2010. Review of the available data does not indicate any device failure. Belt: 01/2008.